Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced symptoms of diaphragmatic and nerve stimulation with discomfort and heartburn-like sensation upon pacing of the right ventricular (rv) lead. The rv lead was found to have elevated high thresholds and increased high impedance. The lead was revised and repositioned, remaining in use. No further patient complications have been reported as a result of this event.